Manufacturer narrative:
The insulin pump received with unresponsive buttons due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. Unable to perform rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to unresponsive buttons. The insulin pump received with cracked case at display window corners, cracked case at reservoir tube window corners, broken reservoir tube lip, broken belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were not working. The customer's blood glucose level dropped to 35 mg/dl in the middle of the night. She treated her blood glucose level with crackers, peanut butter, and apple juice. The customer was in the hospital but it was not diabetes related. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.